Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the pump was not exposed to extreme temperatures during the load process. Additionally, the customer dropped the pump. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy